Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, while transecting an adhesion near the trocar with an energy device, the trocar cannula melted and separated. Both portions of the trocar were successfully extracted immediately. Trocar replaced and case completed in a planned fashion after opening a new universal cannula. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. The analysis results found that the b5lt instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.